Manufacturer narrative:
Other applicable components are: product ID: 7482-51, serial# unknown, product type: extension. Product ID: 64002, serial# unknown, product type: adapter.

Event description:
A consumer and health care provider (hcp) reported the patient¿s skin was itchy and red in (B)(6) 2016 and inflammation was suspected. When the patient left the hospital after the implant surgery in (B)(6) 2016, their status was well. During a check on (B)(6) 2016, the implantable neurostimulator (ins) pouch was swollen due the extension and pocket adaptor. The addition of the pocket adaptor caused the skin and ¿clothing pouch frequent friction¿ causing redness and itching. On (B)(6) 2016, the hcp removed and pocket adaptor and old extension and implanted a new extension. The patient¿s current status was normal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 748251, serial# (B)(4), product type: extension. Product ID 748251, serial# (B)(4), product type: extension. Product ID 3550-29, product type: accessory. Product ID 748266, serial# (B)(4), product type: extension. Product ID 748266, serial# (B)(4), product type: extension. Product ID 64002, product type: adapter. Analysis of the extension, model 7482-66, serial no. (B)(4), found extension body conductor broken coiled wire in body. The #2 conductor has several broken filars and the #3 conductor has all filars broken 42.0 cm from the distal end of the extension. Analysis of the extension, model 7482-66, serial no. (B)(4), found extension body conductor broken coiled wire in body. The #1 and #3 conductors have several broken filars and the #2 conductor has all filars broken 41.3 cm from the distal end of the extension. Analysis of the adaptor, model 64002, serial/lot no. Unknown, found no anomalies. Analysis of the accessory, model 3550-29, serial/lot no. Unknown, found no anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.